Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 344 mg/dl, 146 mg/dl and 334 mg/dl when all tests were performed within 10 minutes on the advantage system. No action were reported taken or treatment received. No adverse event reported. A request was made for return of the suspect device and replacement product was sent.